Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('location of device: l abdomen, coil was floating in pelvic cavity / migration'), fallopian tube perforation ('fallopian tube perforation'), uterine perforation ('uterine perforation') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a 34-year-old female patient who had essure (batch no. E66863) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism in 2013, migraine, multiple allergies, ovarian cyst, blood in urine, vaginal discharge, urethritis, vulvovaginal candidiasis, premenstrual syndrome, positive pregnancy test, uterine bleeding and premenstrual dysphoric disorder. Previously administered products included for birth control: iud in 2013; for an unreported indication: paragard and mirena. Concomitant products included cetirizine from 2017 to 2018. On (B)(6) 2017, the patient had essure inserted. In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) / cramps"), menorrhagia (seriousness criterion medically significant), vaginal haemorrhage ("vaginal bleeding") and fatigue ("fatigue"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("continuous pelvic pain, continued pelvic pain after bilateral salpingectomy"), 1 month 21 days after insertion of essure. In (B)(6) 2017, the patient experienced abdominal pain ("abdomen pain, constant, severe"), back pain ("lower left back pain, constant, severe"), bacterial vulvovaginitis ("vaginal bacteria"), pain in extremity ("leg pain, daily, mild"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), mood swings ("severe mood swings") and depression ("depression"). In (B)(6) 2017, the patient experienced migraine ("migraines / headaches"), nausea ("nausea") and alopecia ("hair loss") and was found to have weight decreased ("weight loss"). In (B)(6) 2018, the patient experienced allergy to metals ("metal allergy / nickel allergy"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria hospitalization and intervention required), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), vaginal infection ("vag. Infect"), headache ("headaches"), iron deficiency anaemia ("anemia") and psychological trauma ("psych injury"). The patient was hospitalized from (B)(6) 2018 to (B)(6) 2018. The patient was treated with antibiotics, ibuprofen and surgery (on (B)(6) 2017 laparoscopy for essure device migrated (not found), bilateral salpingectomy and removal of floating coil from left pelvis, subtotal hysterecomy on (B)(6) 2018). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, fallopian tube perforation, uterine perforation, bacterial vulvovaginitis, depression, migraine and psychological trauma outcome was unknown and the pelvic pain, abdominal pain, back pain, dysmenorrhoea, allergy to metals, menorrhagia, metrorrhagia, vaginal haemorrhage, vaginal infection, headache, iron deficiency anaemia, pain in extremity, urinary tract infection, mood swings, nausea, fatigue, weight decreased and alopecia had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bacterial vulvovaginitis, depression, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, headache, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, mood swings, nausea, pain in extremity, pelvic pain, psychological trauma, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: she tolerated the insertion procedure moderately well. Plaintiff received treatment for bleeding, migration ,perforation: fallopian tubes and bladder/urinary problems. Discrepant information regarding essure insertion and confirmation test date (B)(6) 2017). Patient underwent a bilateral salpingectomy on (B)(6) 2017 due to left essure not identified. Left essure could not be found and an expulsion in uterine cavity was suspected. Pelvic pain and bleeding continued. On (B)(6) 2018 x-ray evidence of metallic foreign body in left hemipelvis. On (B)(6) 2018 removal of migrated essure coil and subtotal hysterectomy. Discharge on (B)(6) 2018, post operative course unremarkable, discharge condition: good. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Hysteroscopy - on (B)(6) 2017: essure implantation: ostia clearly seen, after insertion 1 trailing coil visible on both sides. Imaging procedure - on (B)(6) 2017: essure confirmation test (unspecified). Laparoscopy - on (B)(6) 2017: diagnostic laparoscopy: right tube normal, essure within fallopian tube ostia. Left tube removed, essure device not identified, expulsion through the uterine cavity suspected. Bilateral salpingectomy and removal of right essure device. Pregnancy test urine - on an unknown date: urine pregnancy test was performed today, result negative. Ultrasound scan vagina - on (B)(6) 2017: right essure in satisfactory position, left essure not visualized; in (B)(6) 2017: unilateral occlusion (right tube occluded). X-ray - on (B)(6) 2018: curvilinear metallic foreign body consistent with essure device projecting over the left hemipelvis; in (B)(6) 2018: coil floating in abdomen cavity, removal of essure as solution; on (B)(6) 2018: radiopaque coil in left lateral aspect of the pelvis. X-ray of pelvis and hip - on an unknown date: a single essure coil is noted on the left. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received: events added: metrorrhagia (bleeding b/w periods), anemia, perforation: fallopian tubes, vag. Infect, headaches, psych injury. Event expulsion deleted because this initial suspicion was confirmed later to be a dislocation in the left pelvic cavity. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation') and device dislocation ('malposition of essure device location of device: l abdomen / exploratory surgery to find essure device migrated. Had both tubes removed / had hysterectomy because the coil was floating in pelvic cavity causing bleeding') in a (B)(6) year old female patient who had essure (batch no. E66863) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism in 2013, migraine, multiple allergies, ovarian cyst, blood in urine, vaginal discharge, urethritis, vulvovaginal candidiasis, premenstrual syndrome, positive pregnancy test, uterine bleeding and premenstrual dysphoric disorder. Previously administered products included for birth control: iud in 2013; for an unreported indication: paragard and mirena. Concomitant products included cetirizine from 2017 to 2018. On (B)(6) 2017, the patient had essure inserted. In (B)(6) 2017, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping) / cramps") and fatigue ("fatigue"). In (B)(6) 2017, the patient experienced mood swings ("hormonal changes describe: severe mood swings"), depression ("depression"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), bacterial vulvovaginitis ("vaginal bacteria"), abdominal pain ("abdomen pain"), pain in extremity ("leg pain") and back pain ("lower left back"). In (B)(6) 2017, the patient experienced migraine ("migraines / headaches"), nausea ("nausea") and alopecia ("hair loss") and was found to have weight decreased ("weight loss"). In (B)(6) 2018, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: metal allergy / nickel allergy"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 1 year 1 month after insertion of essure. In (B)(6) 2018, the patient experienced device expulsion ("expulsion of essure device"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and nickel sensitivity ("nickel allergy"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device dislocation, device expulsion, mood swings, depression, allergy to metals, urinary tract infection, bacterial vulvovaginitis, migraine, nickel sensitivity, fatigue and weight decreased outcome was unknown, the vaginal haemorrhage, menorrhagia, nausea, dysmenorrhoea, abdominal pain, pain in extremity and back pain had resolved and the alopecia was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bacterial vulvovaginitis, depression, device dislocation, device expulsion, dysmenorrhoea, fatigue, menorrhagia, migraine, mood swings, nausea, pain in extremity, urinary tract infection, uterine perforation, vaginal haemorrhage, weight decreased and nickel sensitivity to be related to essure. The reporter commented: she tolerated the procedure moderately well, diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Pregnancy test urine on an unknown date: a urine pregnancy test was performed today and the result was negative. Ultrasound scan vagina in (B)(6) 2017: unilateral occlusion (right tube occluded). X-ray of pelvis and hip on an unknown date: a single essure coil is noted on the left. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs and medical record received. Reporter and patient demographics were added. Lot number, medical history, laboratory data, concomitant drugs were added. Updated suspect drug indication. Event injury nos replaced with uterine perforation, malposition of essure device location of device: l abdomen / exploratory surgery to find essure device migrated. Had both tubes removed / had hysterectomy because the coil was floating in pelvic cavity causing bleeding, expulsion of essure device, hormonal changes describe: severe mood swings, depression, vaginal bleeding, menorrhagia, allergic or hypersensitivity reaction type: metal allergy / nickel allergy, infection (bladder/ urinary tract/vaginal) type: uti, vaginal bacteria, migraines / headaches, nausea, nickel allergy, dysmenorrhea (cramping) / cramps, fatigue, weight loss, hair loss, abdomen pain, leg pain and lower left back added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.